Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Following a heart surgery, the patient began using the inratio inr system in 2008. On (B)(6) 2018, that patient received a "dangerously high" inratio inr result of 5.1. The patient's therapeutic range was 2.4 to 3.6.